Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed an error code saying "recharge machine for 24 hours". This error would prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.